Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump stops pumping when it pleases. No further information was provided. The customer was tried to be reached and informed that the device needed to be troubleshot. No further information was provided.